Event description:
It was reported that the left ventricular lead had dislodged. The asymptomatic patient presented in the operating room on for a scheduled lead revision. The physician originally planned to reposition the lv lead but during the procedure, while using a medtronic plasmablade to open the pocket and remove scar tissue that had formed in the pocket area the physician cut open the insulation of the lead. Due to the insulation breach the physician extracted the lv lead and implanted another lv lead. The procedure concluded successfully without adverse event. Patient remained stable before, during, and after the procedure.